Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the patient experienced pain at the ins site. Rep reports the pt called yesterday and said they were experiencing burning sensation at the pocket site. Pt stated that the sensation is sporadic, but is becoming more frequent. The burning sensation lasts approximately a couple min then goes away and seems to be random in occurrence. Pt also stated that when the burning sensation starts, it seems to feel like the stimulator isn't working as it should, meaning that it "shorts out". Rep met pt yesterday and checked impedances. The 6 electrode was showing open at 40000 ohms, and the 10, 14, and 15 electrodes were very high impedances, all showing over 25000 ohms. Pt's programming was not programmed on any of those electrodes. Pt had one program that pt used all the time and helps with pt's pain. Pt states that for the most part the stimulator is helping with pt's pain except when the burning sensation starts. Rep gave pt two new programs which felt good to pt. Pt was instructed to try them out and see if the burning sensation in the pocket comes back. Rep reports the issue is not resolved and is still ongoing. Additional information was received from rep. Rep reports stimulation was shut off for 24 hours. Pt didn't report any burning sensations while the stimulator was off. Pt turned the stim back on because their normal pain came back. We will continue to assess.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.